Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8

Event description:
The rptr stated that he did a meter to lab test comparison. The tests were done one hour apart. His meter reading was 400 mg/dl, and the lab test result was 32 mg/dl. The rptr stated that the test strip may not have been inserted properly when he did his meter test. No further details were given no symptoms were reported.